Event description:
The dental implant fx5010swc was removed on (B)(6) 2018 due to loss of osseointegration around 1 year and 7 months after implantation. The patient has history of diabetes. The doctor noted periodontal disease and bone resorption during explantation. The patient has recovered without complications.